Manufacturer narrative:
Concomitant medical products: product ID: 97745bp lot#: (B)(4) serial#: implanted: explanted: product type accessory product ID: 97755 lot# serial#: (B)(4); implanted: explanted: product type: recharger; date of event: date is approxima:te. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient (pt) reported seeing an error code to call mdt a couple of times over the past two weeks and the controller (ptm) chronically shuts off while becoming unresponsive. Pt described when the ptm shuts off during charging their neurostimulator battery (ins), the therapy stimulation would also shut off. Pt didn't have any details for error code adding it went away and they were able to restart session by resetting the ptm. Patient services (pss) had pt reset the ptm while collecting device model/serial numbers. Current battery levels were provided after reset: ptm 100%; ins 50%. Pt inspected external equipment components without detecting any visible damage. Pss requested caller to initiate a recharge session. Agent heard device make a tone with pt remarking the antenna was temperamental. Pt was briefly able to start a recharging session with excellent quality before the ptm went unresponsive. Pt commented the ins seemed to still be on after controller shut off. An email was sent to repair to replace the battery pack as a precaution based on manufacture date of 01/17. Pss also requested pt be sent a loaner recharging antenna (rtm).